Event description:
A 71-year-old female with acute myocardial infarction and cardiogenic shock, classified as scai stage d prior to support, was initiated on impella cp via right femoral arterial percutaneous access. During support, the device functioned as intended at p-7, providing flows of approximately 3.8 l/min with d5w sodium bicarbonate utilized in the purge solution. During the course of treatment, the patient developed a hematoma at the access site, which was identified by the physician after placement of the repositioning sheath. The hematoma was managed with manual pressure and application of a femstop device, and blood products were administered intraoperatively during escalation of support. Subsequently, the patient was escalated to impella 5.5 via direct aortic surgical access in the operating room, and the impella cp was explanted the same day. There were no reported device malfunctions, and the hematoma was not attributed to device performance. The patient survived the procedure, with the impella 5.5 remaining in place for ongoing support. This event is likely related to procedural factors and clinical condition rather than device function, as the impella cp performed as intended with no device-related issues identified.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.